Event description:
It was reported when using the bd pyxis¿ anesthesia station es system prevented the users from accessing usual menus to remove the medications. Only discrepancies and maintenance menu was displayed when the users logged in. The customer stated that the issue caused a 1-hour delay in patient care. The customer reported that there was delay in dispensing the medication and user involvement as well. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA: 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system prevented the users from accessing the usual menus to remove the medications. A technical support specialist suspected that the station was not likely assigned any area at the time of issue. The system functioned as intended after the technical support specialist troubleshooted the device.